Event description:
It was reported the customer received a keypad anomaly. The customer stated their esc, up, and down buttons were unresponsive. Customer also reported their insulin pump was alerting them of a high blood glucose. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also stated they did not receive a button error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device was monitored for several days and no unexpected beeps noted. The device was received with normal operating currents. All buttons functioned properly. No damage in the keypad assembly noted. However, found unlocked lcd keypad connector during visual inspection. The device had cracked reservoir tube lip and minor scratched lcd window.